Event description:
It was reported that pump touchscreen was less responsive than before and patient was concerned pump was nearing failure. There was no reported impact to the customer¿s blood glucose level. Patient declined additional troubleshooting, so technical support documented reported issue, added original email to notes, and closed case with no further action taken.